Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital with chest pain. Upon review, two inappropriate shocks were found due to t wave oversensing. The technical services (ts) recommended to performed x rays. This s-ICD remains in service. No adverse patient effects were reported.